Event description:
It was reported that the catheter was defective. Per information received via email on 01jul2025, customer had 2 patients -one this past weekend and one this week, both who had foley¿s catheter¿s placed for 2 cs patients). On their time postpartum, when it was time to remove the foley, there was issues with removal. For the patient past weekend with the occurrence on ld, 10cc that was expected to be in the balloon, only 5cc was able to be removed from the balloon; from the documentation, there were many troubleshooting interventions to remove the catheter and/or additional fluid from the balloon. The catheter was unable to be removed, and the patient was then seen by urology. They assisted with removal of the catheter; the patient needed to be medicated for discomfort during the procedure. When the catheter was removed, per the documentation from urology, the balloon was found to be partially filled with 1/3 of its normal dimension. The other cs patient that week (an occurrence has not been filed by the nurse yet, but it will be soon), when the nurse went to remove the catheter for that patient, she removed 10cc from the balloon and the catheter was unable to be removed. In that scenario, the nurse troubleshooted and pulled back again on the balloon and removed an additional 8ml of fluid from the balloon. The catheter then was able to be removed without issue. When I looked at the documentation for the insertions for both of these patients, the amount of fluid documented to fill the balloon was 10cc. Finally, the nurse reported that 1 month ago, when she opened a kit (a kit from or) to place on a cs patient, it was found that the kit had 2 sterile water syringes and no lubricant. Customer opened one kit yesterday (removed from the or), and for reference, the kit customer opened was a 18french size kit; the kit contained 2 syringes, clearly labeled (one lubricant syringe and one sterile water 10cc).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.